Manufacturer narrative:
(B)(6). Field service was troubleshooting the architect (B)(4) failing to start up and the module generating error 5904 when it was discovered that the both the tubing kit, pumps to top, and tubing, pump kit were leaking onto the indexer board causing/showing evidence of charring/burning on the board. No fire was seen nor any damage to other parts of the instrument was reported or seen. Service replaced the indexer board, tubing kit, pumps to top, and tubing, pump kit and determined the parts the likely causes. The part replacements resolved the issue. The architect operations manual contains adequate information for troubleshooting the observed issue. The architect i2000sr system service and support manual contained adequate information for the troubleshooting, removal, and replacement of the parts. A review of the architect serial (B)(4) service history, revealed no additional issues of charred/burned part(s), reported on the architect serial (B)(4). No nonconformances or potential nonconformances were found for the indexer board, tubing kit, pumps to top, or the tubing, pump kit. An adverse trend is not identified for the indexer board, tubing kit, pumps to top, or the tubing, pump kit. A review of the architect ia product monitoring found no adverse trend of i2000sr or indexer board, tubing kit, pumps to top, or the tubing, pump kit with regards to the current issue. The charring/burning, observed was limited to the indexer board due to the tubing kit, pumps to top, and tubing, pump kit leaking onto the board; the electrical charring/burning did not spread to other parts of the module. No product deficiency was identified.

Event description:
The account observed wash zone 1 dispense pump homing failure, error 5904, on the architect i2000sr. During field service repair, the index board 3 in slot 5 upper has burn evidence. Field service stated the tubing on pump bays was cut causing leakage along pumps and sensor boards. No injury was reported.